Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline failed to open in the middle. The patient was being treated for an unruptured amorphous aneurysm in the left internal carotid artery 5 mm. The max diameter was 8 mm and the neck diameter was 4 mm. The distal landing zone was 3.5 mm and the proximal landing zone was 5.00 mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. Pru level was 124. It was indicated that the devices were prepared as according to the instructions for use (IFU).  Access was gain to the m1, pipeline was advanced through phenom 027, the distal tip was unsheathed and then recaptured to knock the wings and encourage distal opening. The distal end opened up and was positioned at the distal landing zone. When he pushed wire to deploy additional device it looked compressed about 2-3 mm from the distal end of the device. He tried wagging the device and it would not open. He deployed more device and the device about 3 mm more proximal to the compressed area opened fully. When things did not look right we recaptured and tried all over again. Same result happened so he pulled the device and we started with a new pipeline shield. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed with the microcatheter. Angiographic result post procedure was successful deployment of pipeline shield. No symptoms were reported. Ancillary devices: 6f merit guide catheter, benchmark guidecatheter , phenom 027 microcatheter, aristole 018 guidewire, sofia 5f